Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing pain while using the spinal pak assembly. The patient was using the stimulator on the lumbar area. The pain started within 3 hours of the first day of wearing the device. The patient wore the device for a week and stop using it because it caused back pain. The pain was below the skin. The pain level was between a 6 and a 7. The patient did not increase her daily activity. The doctor told the patient to discontinue the use. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: pedicle screws. Medical product: bone morphogenetic protein. Medical product: morselized allograft. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain while using the spinal pak assembly. The patient was using the stimulator on the lumbar area. The pain started within 3 hours of the first day of wearing the device. The patient wore the device for a week and stop using it because it caused back pain. The pain was below the skin. The pain level was between a 6 and a 7. The patient did not increase her daily activity. The doctor told the patient to discontinue the use. No additional patient consequences have been reported.